Event description:
A customer reported that a pt had been prepared for photorefractive keratectomy (prk) and was positioned under the laser. After the epithelium had been removed, it was determined that the laser would not track the pupil. A bandage contact lens was inserted and the pt was sent home. The surgeon did not provide the staff with definitive info regarding what the f/u would be, or if they might try again to treat the pt. The reporter declined to provide pt identifiers.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).